Event description:
It was reported that during the deep brain stimulation (dbs) revision procedure to replace the implantable pulse generator (ipg) for an unknown reason impedances were out of range on the right lead extension. The physician attempted to unscrew both extensions. He was able to disconnect the left side extension but was unable to disconnect the right-side extension. Due to the high impedances on the right-side extension, they were unable to program the therapy using that right side extension. The patient later underwent another revision where both extensions and ipg were replaced.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event. Exact event date is unknown. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: unk-p-dbs-extension, model: unknown, serial: unknown, batch: unknown, UDI: unknown. Product family: dbs-extension, upn: unk-p-dbs-extension, model: unknown, serial: unknown, batch: unknown, UDI: unknown. Product family: dbs-ipg-pc, upn: m365db14160, model: db-1416, serial: unknown, batch: unknown, UDI: (B)(4). Detailed product information was not provided to bsc for the related suspect devices. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to field d4: model, lot, and catalog number. Correction to filed d5: operator of device. Correction to field h6: device codes - updated coding with related lead extensions high impedance & difficult to remove lead extension from ipg coding. Correction to field h6: evaluation conclusion codes - added conclusion code for related ipg and lead extensions of cause not established. Physical analysis has not been completed in our laboratory, as the devices are in transit and have yet to be received. A review of the manufacturing records associated with this ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed for this ipg based on the dfu and it did not reveal any anomalies as it states when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control (rc) and clinician programmer (cp). Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation and is a known risk with the use of deep brain stimulation (dbs). Additionally labeling states when the implanted non-rechargeable stimulator is nearing the end of its battery life, the stimulator will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. The devices remain in transit and have yet to be received. As such, physical analysis has not been conducted in our laboratory, and the root cause could not be established. However, a labeling review was conducted. This review determined the reported event of the ipg reaching the end of service (eos) is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU). A risk review of the vercise primary cell ipg was completed and confirmed that the event of message - received end of battery life message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during the deep brain stimulation (dbs) revision procedure to replace the implantable pulse generator (ipg) for an unknown reason impedances were out of range on the right lead extension. The physician attempted to unscrew both extensions. He was able to disconnect the left side extension but was unable to disconnect the right-side extension. Due to the high impedances on the right-side extension, they were unable to program the therapy using that right side extension. The patient later underwent another revision where both extensions and ipg were replaced. Additional information was received that confirmed the initial reason for this ipg replacement was due to normal end of battery life. During the procedure where the old ipg was replaced and a new ipg implanted the physician was unable to disconnect the right-side lead extension and due to the high impedances on this extension they were unable to program the patients therapy using this extension. The physician decided to address the issue in a later revision. During the second revision to address the lead extensions the physician again experienced difficulty unscrewing the right-side extension despite multiple efforts, there was no movement and the extension could not be loosened. The physician decided to replace the newly placed ipg and both lead extensions. The patient was doing well postoperatively. The correct model and serial number for both ipgs was provided. The model number of the lead extensions was provided. The initial implant date of the old ipg and lead extensions was also provided.